Event description:
Ous MDR - after an implantation time of about 12 months, a shock impedance of <25 ohms was reported. There was no date of explant provided and the device was not returned for analysis.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the available home monitoring data and the quality documents associated with the manufacture of this particular device. The verification of the home monitoring data confirmed two measurements with < 25 ohms. This represents the lower measurable limit and indicates a possible short circuit within the shock paths. As the ICD and the lead are not available, this cannot be verified by analysis. Please note, however, that the presence of such low shock impedances could possibly limit the shock ability or even damage the device. Furthermore, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.